Event description:
Boston scientific received info that the during an atrial lead revision procedure for high capture thresholds this lead was found to be dislodged under fluoroscopy. The helix was retracted and the lead was successfully explanted and a new lead was placed. No add'l adverse pt effects were reported.